Event description:
It was reported that a viper minimally invasive surgery pedicle screw experienced early pull out on the patient¿s right side at the t-11 and t-12 after the patient had complained of right-side thoracic back pain 4 weeks after implantation. A revision surgery was performed to remove the failed construct and stabilize the structure by removing both screws and replacing a larger diameter screw at the t-11. The t-12 pedicle screw was not replaced due to the device failure compromising the patient structure.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: mesfin a., komanski c.b. Khanna a.j. Failure of cement-augmented pedicle screws in the osteoporotic spine: a case report. Geriatric orthopaedic surgery & rehabilitation. 2013; 00 (0) 1-5.